Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04730 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 biopsy forceps were used during a colon biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure when the forceps were closed the needle was found to be protruding from the jaws. A second radial jaw 3 biopsy forceps was opened, but exhibited the same bent needle condition with the jaws closed. The procedure was completed with a third radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.